Event description:
It was reported that during inspection of the loaner kit in the warehouse, the device arrived with the tip broken. It is unknown when or how the device broke. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). Report source foreign - event occurred in (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; g3; g6; h1; h2; h3; h6 visual examination of the provided picture identified the part is bent. However, as the device was not returned no further visual and dimensional evaluations could not be performed. Medical records were not provided. Review of complaint history found no additional related issues for this item and the reported part and lot combination. A definitive root cause cannot be determined. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6: proposed component code - mechanical (g04) ¿ drill. Visual examination of the returned product identified the part is bent and split/fractured along the manufacturing cuts. The root cause of the previous investigation has not changed and remains unable to be determined. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.